Event description:
Information was received from a consumer (con) via a social media post regarding a patient receiving unknown medication via an implantable pump. It was reported after 7 years of being implanted the patients pump had been filled with saline and turned down to the lowest delivery setting. During a CT scan performed last week they had discovered the tubing was detached from the pump. It had been 7 years since the last refill. The patient mentioned they had contacted their physician and were waiting for a response.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot#, serial# unknown, implanted: (B)(6) 2010, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.